Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, and other unspecified issues. It was reported that patient underwent suburethral incision of transobturator sling and insertion of new mid-urethral sling on 05/25/2011 for recurrent sui. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to sui. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia and other unspecified issues. It was reported that patient underwent suburethral incision of transobturator sling and insertion of new mid-urethral sling on (B)(6) 2011 for recurrent sui. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.